Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated pain in the scrotum from the pump and also that the device is extremely difficult to pump. The patient was suggested to consult any concerns with a physician. The ipp is currently implanted. There were no additional patient complications.